Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer received power error detected alert. Customer explained that the internal power source is unable to charge. Customer's blood glucose value was unknown. Customer declined to troubleshoot for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, displacement test, and displacement accuracy test. Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. No replace battery alarms noted during testing. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.